Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not necessary at this time.

Event description:
It was reported that an unspecified bd syringe contained foreign matter. The following information was provided by the initial reporter: "it was reported that the medication solution turned milky/cloudy after withdrawal from vial into syringe. Pr 1 of 2: this record is for the 3ml syringe. See related record for 5 ml syringe. Per complaint form: on 02-18-20, received a report of cloudy solution in a bd 3 ml syringe after withdrawing a vial of ketorolac. The solution was described as cloudy/milky, usually is clear. Customer said they used a new syringe/needle and only noticed the cloudiness after withdrawing solution, not in the vial. On 03-06-20, received a report of a cloudy vial of fentanyl. A new needle and syringe (bd 5 ml) had been used. The cloudiness was only noticed after drawing solution up in the syringe. No other issues were noted with either vial."